Event description:
A supplemental report is being submitted due to completion of the investigation on 6 feb 2026.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Photographic evidence was returned for evaluation. The review of the photo(s) determined the following: a distal needle kink. The lidstosk packaging with labels confirmed the lot number. The needle handle and sheath extender positioned at ¿0.¿ visible distal needle kink (unclear). Manufacturing records: prior to distribution all echo-hd-19-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2246945. A review of the manufacturing records for echo-hd-19-c of lot number c2246945 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0077, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Clinical image review: an image was not returned for evaluation. Root cause analysis a definitive cause could not be determined from the investigation. However, it is possible that the needle tip came into contact with a hard lesion during the first pass. As described in the description of event: ¿the needle was also crooked, but that could of course be related to puncturing the tough tissue¿ this contact may have resulted in kinking of the distal end of the needle, as reported and observed in the images provided by the user. The distal needle kink could have contributed to difficulty fully retracting the needle into the sheath prior to removal from the patient, as well as to the stylet retraction difficulty experienced by the user. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer: issue with needle. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. However, it is possible that the needle tip came into contact with a hard lesion during the first pass. As described in the description of event: ¿the needle was also crooked, but that could of course be related to puncturing the tough tissue¿ this contact may have resulted in kinking of the distal end of the needle, as reported and observed in the images provided by the user. The distal needle kink could have contributed to difficulty fully retracting the needle into the sheath prior to removal from the patient, as well as to the stylet retraction difficulty experienced by the user. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on customer and/or rep testimony.

Event description:
Description of event issue with needle, rep to elaborate. Return no. "As per cc form": after inserting and puncturing the tissue, the mandrain was pulled out of the needle with great difficulty. Normally, this is very smooth. After the puncture, it turned out that the needle didn't return to its protective sheath (so immediately after the first puncture), even though, as you can see in the photo, both needles were at zero. Very strange and dangerous. The needle was also crooked, but that could of course be related to puncturing the tough tissue. Therefore, we couldn't use the needle again, and it didn't produce any results. Even though both punctures with a new needle did produce results. Answers to questions received 11-dec-2025 1. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end. 2. Was gaining access to the target site difficult? No. 3. Was puncture of the targeted site difficult? No. 4. Was force required on insertion of device into scope? No. 5. Was resistance felt while inserting the device through the scope? N/a, yes, no - no. 6. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? The mandarin was difficult to retract after the puncture. 7. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 8. Was the device used in a tortuous position? No. 9. Was the stylet partially removed when advancing the needle into the target site? No. 10. Was difficulty experienced while retracting the needle? No. 11. Was it possible to be fully retract before removing the needle from the patient? 12. Did any section of the device detach inside the patient? No. 13. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 1. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end 2. Was gaining access to the target site difficult? No. 3. Was puncture of the targeted site difficult? No. 4. Was force required on insertion of device into scope? No. 5. Was resistance felt while inserting the device through the scope? N/a, yes, no - no. 6. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? The mandrain was difficult to retract after the puncture. 7. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 8. Was the device used in a tortuous position? No. 9. Was the stylet partially removed when advancing the needle into the target site? No. 10. Was difficulty experienced while retracting the needle? No. 11. Was it possible to be fully retract before removing the needle from the patient? 12. Did any section of the device detach inside the patient? No. 13. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.